Event description:
A configuration rule that was written for one configuration was improperly copied to a different configuration by the user. This caused a rounding error when processing troponin results. Troponin results from 0.01 to 0.49 were reporting as less than 0.01. Troponin results from 0.5 to 0.99 were converting to 1.0. This was user error, not an instrument manager malfunction. At this time data innovations has no report of patient or user harm.